Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: email adress g1: contact office - first/given name, last name and email address g1: contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. The implant¿s bundled mount was fractured at the hex. The hex piece was returned. The implant also had mount removal damage. DHR review was completed for the subject lot number 1288822. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288822 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported fracture event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation

Manufacturer narrative:
(B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: establishment name corrected, g1: establishment name corrected, g6: type of report, h2: follow up type, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: k013227.

Event description:
The doctor reports that at the moment of placing the implant with a torque of 45n, the mount fractured inside, and the doctor removed the implant due to possible damage to the internal connection, and placed another implant instead. Bone type iii. Affected dental position: 35.